Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (emergency medical services meter). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021 at 7:15 pm, she obtained an alleged inaccurate high blood glucose reading of ¿109 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medication (metformin, 1000 mg morning and night) and insulin (lantus, 15 units in the morning; humalog, 8 units before meals on a sliding scale based on blood glucose results). In response to the alleged inaccurate result, the patient claimed she took 8 units of humalog at 7:15 pm. 10 minutes after the alleged issue occurred, the patient developed symptoms of feeling ¿like a tornado, really shaky and could not talk.¿ emergency medical services (ems) arrived at 7:45 pm. The patient claimed her blood glucose measured ¿39 mg/dl¿ on the ems device on their arrival. The patient claimed she was given a candy bar and an unspecified drink as treatment for the symptoms and after 2 minutes her blood glucose remeasured ¿48 mg/dl¿ on the ems device. The patient claimed she ate another candy bar, after 2 minutes her blood glucose rose to ¿69 mg/dl,¿ then after a further 2 minutes rose to ¿98 mg/dl¿ on the ems device. The patient denied being taken to hospital. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.